Event description:
Initial reporter reports that the pt was found in a reclining chair pulseless and apneic. A short period of manual CPR was followed be resuscitation attempts using the autopulse resuscitation system. Patient could not be resuscitated. Medical examiner determined cause of death was due to probable cardiac dysrhythmia due to ischemic heart disease due to calcific coronary atherosclerosis. Pathology report identified the pt was observed to have a transverse fracture of the sternum, fractures of the right 5th and 6th ribs, and thoracic spinal disc fracture between t7 and t8 with focal hemorrhages, "consistent with CPR" per the coroner's report.

Manufacturer narrative:
According to the corner's findings the autopulse was not the cause of the death. Although rib fractures and sternal fractures were reported, these types of fractures are consistent with outcomes of CPR and are not considered to be reportable, based on the following statement released from the 2005 international consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." This report is submitted based on the disk fracture between t7 and t8 fracture. The type of fracture is unknown at this time. Compression fractures are not considered a potential outcome of CPR. However, extension-type spinal fractures are considered to be potential outcome of CPR. Extension-type fractures are rare, and it is difficult to compare the rates of occurrence (autopulse versus manual) of these type of fractures in events involving crp. Therefore we are filing this report. The device was returned for eval, and the archive noted several user advisories to realign the pt, however these can occur in normal use of the device. No indications of device malfunction or overcompression were found. Zoll circulation is attempting to contact the examining physician directly, as the autopsy report does not indicate the type of fracture. We will submit a final report at the conclusion of our investigation.